Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was attempted using a 35mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). The transeptal puncture was performed, and 10,000 units of heparin were administered. After deployment of the closure device a thrombus was identified on the was. Additional heparin was administered, and the closure device was recaptured and removed with the wds from the patient. The thrombus was no longer visible on the was. The procedure proceeded with a new was, wds, and closure device. The procedure was not ultimately successful due to the watchman flx not meeting release criteria.